Event description:
Reported event has been updated from loss of vision acuity to best corrected visual acuity loss of 2 or more lines.

Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. Serial number: (B)(4), lot number 62578. The event of vision loss is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported a clinical patient experienced loss of vision acuity in the right eye against the xen®45 gts. The device remains implanted. The event has been recovered/resolved.